Event description:
Customer reported via phone call that they experienced high blood glucose. The device was returned for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On (B)(6) 2022 customer returned pump for an alleged underdelivering. High bg/under delivery. Unit received with all operating currents within spec ¿stop idle current, run current, self test, off no power¿. And passed functional testing including the rewind, a21 error test with basic occlusion test with occlusion test, with prime/a33 test, excessive no delivery test and displacement test. Pump history download using thds was successful. However, there is no data available on under delivery on ( (B)(6) 2022), unable to perform data analysis for under no delivery complaint. Unit was downloaded to care link pro properly and all bolus delivered were found at the care link report. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump passed the dat test at 0.0874 inches. In conclusion, the drive support disk was inspected and no anomaly noted. No possible under delivery anomaly noted. (Not confirmed). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Concomitant products have been provided with this report in section d10.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and reported possible under delivery. The customer was treated with an insulin pump. The customer states no symptoms. Troubleshooting was performed and found that the drive support cap was flushed. The customer is using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set, ozp mmt-snsr-unk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.